Event description:
Olympus made multiple attempts to gather additional information regarding the reported event but was unsuccessful. Ref mw#5041880.

Event description:
Olympus was informed that a patient tested positive for carbapenem-resistant enterobacteriaceae (cre) four days after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using an olympus duodenovideoscope. The procedure was performed approximately one and a half years ago. Olympus was further informed that the cre infection was found during the facility's review of ercp procedures in the past two years. Olympus made multiple attempts to gather additional information regarding the report, but with no success.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However an olympus endoscopy support specialist (ess) visited the account on 04/10/2015 and performed a demonstration of olympus recommended reprocessing practice to the staff. During the on-site visit, it was noted that the account uses a non-olympus automated endoscope reprocessor (model# dsd-edge) manufactured by (B)(4). A review of the instrument history showed that the device was purchased on (B)(6) 2007 and was last serviced on (B)(6) 2014. If additional information becomes available at a later time, this report will be supplemented.